Manufacturer narrative:
(B)(4). Philips was not provided with the evaluation results.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery not charging. No pt harm.